Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The complainant alleges through their counsel positive afb culture for m. Chimaera (collected (B)(6), positive (B)(6)).the surgery was on (B)(6) 2020 surgery.based on the current status of the investigation the alleged device issue was yet not confirmed.

Event description:
See initial report.

Manufacturer narrative:
Through follow up livanova was informed that multiple surgeries occurred and it is unclear which is considered the index surgery at this time. Dates of surgery: (B)(6) 2020; (B)(6) 2020; (B)(6) 2021; (B)(6) 2021. An additional 3t heater cooler serial number was provided (in addition to the previous): (B)(6) that was used in (B)(6) 2020, (B)(6) 2021, and (B)(6) 2021 surgeries). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the patient has completed an antibiotic regimen. In addition, allegations appears to focus on first surgery underwent by the patient. The 3t used in first surgery was determined to be a surplus machine. Device history record (DHR) review of possible involved devices serial numbers did not identify any deviations or non-conformities relevant to the reported issue. Serial numbers of two 3t possibly in use during the procedures were provided, and a service activity review analysis was performed, revealing that the devices were upgraded with the vacuum & sealing kit in november 2019 and in may 2020. Several attempts to gather more information from the customer were made by livanova, but hospital staff was not available to share any further detail about this event. On site investigation into hospital¿s use and procedures regarding the 3t was performed by dhec (south carolina department of health and environmental control) and cdc (center for disease control and prevention). Documentation about the visit was later shared to livanova and analyzed. The review of provided documents revealed that clinical practices at the involved hospital did not adhere to livanova device instruction for use, and that the hygienic conditions within the hospital were not optimal regarding the disinfection and cleaning procedures. Visual evidences of hospital rooms and device storage conditions were provided as well, confirming that the hygienic status was not suitable for a sanitary structure. Based on all the collected information, source of patient contamination remains unknown and the livanova device involvement as well, however the most likely root cause of reported event could be traced back to poor hygienic conditions and clinical misconducting that took place at the involved hospital.

Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Moreover, it was learned that plaintiff alleges that he contracted mycobacterium chimaera infection caused by a contaminated heater cooler 3t system used during bicuspid aortic surgery on (B)(6) 2020. A culture was collected on (B)(6) 2021 and was found to be positive for mycobacterium chimaera on (B)(6) 2021. Investigation is on going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.